Manufacturer narrative:
(B)(4): an inspection of the integrity of one received sterile foil meets the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient developed a pustule / fistula. Additional information was requested.